Event description:
Customer reported that after a power outage, the system booted up with all leds lit and the x-ray light on. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and could not reproduce the reported problem. System operates as intended.